Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via e-mail that the insulin pump did not work because the electro magnet was leaking oil. The customer's blood glucose level was unknown. The customer stated they repaired it. No further details were provided.